Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes, the device experienced no label or missing label information ( all packaging levels). This event occurred 400 times. The following information was provided by the initial reporter. The customer stated: labels on tubes are missing. Customer sees that labels are completely missing on tubes when unpacking the boxes. 400 tubes are involved so far (4 boxes).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-08-17. H.6. Investigation summary: bd did receive 12 samples and 2 photographs from the customer in support of this complaint. An evaluation of returned samples and attached photographs was conducted and revealed evidence of missing print on the tubes. Additionally, 100 retained samples from the bd inventory were visually evaluated and the issue of missing print was not observed. Bd was able to confirm the customer¿s indicated failure mode with the returned samples and photographs provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes, the device experienced no label or missing label information ( all packaging levels). This event occurred 400 times. The following information was provided by the initial reporter. The customer stated: labels on tubes are missing. Customer sees that labels are completely missing on tubes when unpacking the boxes. 400 tubes are involved so far (4 boxes).